Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint that the ¿synchroseal was broken off and found in the patient¿s thoracic cavity¿. Failure analysis found the primary failure of dislodged pivot pin wash to be related to the customer reported complaint. The synchroseal instrument was analyzed and found to have the washer dislodged from its original position and not attached to the instrument. The instrument was compared to an in-house synchroseal, and the washer was found to be missing. The missing piece was not returned with the instrument. The root cause of the reported issue is attributed to mishandling/misuse of the device. The complaint regarding the dislodged washer was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the washer of the synchroseal was broken off and found in the patient¿s thoracic cavity. The fragment was removed from the patient¿s body during the same procedure. The customer continued the procedure with the same synchroseal instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the synchroseal was inspected prior to use with no issue. The synchroseal did not collide with any other instruments or tools. The surgeon used thoracoscopic forceps to remove the fragment. Visual inspection confirmed that all fragments were retrieved from the patient¿s anatomy. There was no patient injury due to the event. Post-operative tests were not performed. The patient did not return to the hospital due to any post-surgical complications.

Manufacturer narrative:
Based on the claim against the product by the customer noting that a fragment of the synchroseal fell into the patient¿s anatomy, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae): the pivot pin washer on the distal end of the instrument (jaw cover) came off.